Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 210522. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. A picture sample was provided for evaluation and the picture shows two shelf cartons without a label. However, the shelf cartons in the picture do not correspond to material 300094. The shelf carton labels are printed and placed within the secondary packaging station. The variable information (lot number and expiration date) is printed on a label with the preprinted information of needle size, color, and barcode. The label is stuck to the shelf carton and introduced to the shipping case automatically. There is an automatic detection system for the barcodes printed on the packaging. This allows the reader to verify the shelf-carton label and reject any shelf cartons without a label placed. The reader detection system is challenged every eight working hours to ensure correct performance. It is possible that the reported incident resulted from a temporary failure in the label feeder and improper segregation of faulty material by the operator after the detection system rejected missing labels. H3 other text : see h.10

Event description:
It was reported that the needle 22ga 2in had no label. The following information was provided by the initial reporter: "missing labels."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 22ga 2in had no label. The following information was provided by the initial reporter: "missing labels."